Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 512 mg/dl. The customer was treated for high blood glucose with 2 injections. The e27 alarm was found in alarm history. Customer stated a temp basal was not programmed before the a21 alarm occurred. Customer stated that the device was stored or not in use for an extended period of time. The customer was advised to monitor the insulin pump. The customer was assisted in programming the device.